Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely the image not aligned was due to the bent coupler. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation could not confirm the customer's reported issue, however, the image is off centered due to a bent coupler. In addition, the coupler spring is detached, there's rust on the adapter body, the nut ring is too tight and cannot be removed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the customer that the video adapter was returned for service for a reported hard to connect/cannot be connected to the video processor or camera head that occurred during an unspecified event. No patient injury or harm was reported. However, during inspection and testing, reportable malfunction was observed as the image is off-centered due to a bent coupler.